Event description:
The customer reported a coulter lh 500 hematology analyzer generated erroneously low white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and erroneously high mean corpuscular hemoglobin concentration (mchc) and platelet (plt) results with suspect messaging compared to rerun results on the same analyzer and on a coulter act diff 2 analyzer. There were no erroneous results reported out of the laboratory and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the needle venting was compromised due to a faulty pinch valve pv20. The fse replaced the pump module resolving the erroneous results.